Manufacturer narrative:
The customer¿s representative placed a service call due to a broken left side rail on the citadel bed frame. There was no indication of patient involvement. No injury was reported. The evaluation of the device and photographic evidence provided, revealed that the side rail was partially detached from the side rail mechanism (lower arm pin has dislodged from its position, one bearing plate was broken in two pieces). The review of post-market surveillance data and the investigation carried out revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition described by the arjo service technician and the photo evidence attached to the complaint record. The instructions for use for citadel bed (830-213-en) informs to: "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. There is no indication that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to the partial side rail detachment (lower arm pin has dislodged from its position). No injury was reported.

Event description:
It was reported that the citadel bed side rail was partially detached (lower arm pin had dislodged from its position). No patient involvement and no injury was reported.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.